Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the emergency room on (B)(6) 2018. The cause of death was motor vehicle accident. The caller stated that the customer had xxxxx that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death; however, the caller stated that a possible high blood glucose could have contributed to the customer's death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer used sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial report was submitted with xxxxx in the notes. Clarification has been made with this report.

Event description:
The initial report was submitted with the following notes: the caller stated that the customer had xxxxx that may have led to the customer's passing. However, those notes should have read: the caller stated that the customer had high blood glucose levels that may have led to the customer's passing.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank flashing white lcd. Unable to perform the pump trace download or upload the pump using carelink due to blank flashing white lcd. Insulin pump had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.